Manufacturer narrative:
The visual evaluation showed that one of the upper bolts were loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to information provided by the customer one bolt were loose and fallen out. No fall, no injuries.